Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the oor message and tremors was due to group d having too much stimulation for the battery to produce. Switching to group c alleviated the oor message. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an appointment with the healthcare provider (hcp) on (B)(6) 2020 and reprogramming was performed. The patient experienced intermittent/breakthrough tremor on both sides on friday and again this morning. They checked the ins with the patient programmer (pp) and saw out of regulation (oor). They were able to bypass the oor on the pp and upon interrogation with the tablet, saw oor message. The battery voltage is 2.76v and impedances results were (in ohms): left hemisphere c-0 971, c-1 884, c-2 940, c-3 1956, 0-1 1205, 0-2 1506, 0-3 1934, 1-2 1152, 1-3 1671, 2-3 2031 right hemisphere c-8 1884, c-9 1492, c-10 1075, c-11 1045, 8-9 2620, 8-10 2513, 8-11 2620, 9-10 1597, 9-11 2042, 10-11 1222 the settings prior to the appointment on (B)(6) 2020 were: group c, left: c-2, 3v, 80 pw, 180 rate, right: 10- 11+ 5.6v, 80 pw, 180 rate. The patient also had group a and group b and access to change groups and increase/decrease settings. The settings the patient has been on since (B)(6) 2020 were: group c, left p1: c-2, 3v, 80 pw, 180 rate, left p2: 2v, 60 pw, 125 rate, right: 10- 11+ 5.6v, 80 pw, 180 rate. The patient was the same or even better prior to last week's appointment than they are now. Troubleshooting included: reviewed meaning and potential causes of oor including high settings or intermittent impedance issue, suggested lowering programmed settings or reverting back to old programming as medically appropriate, suggested checking impedances in different positions for any out of range values, obtaining imaging of the entire system to see if there is any visible going on with the system and if cause of oor cannot be determined, exploratory surgery may be needed to test impedances further.